Manufacturer narrative:
The actual sample was returned and available for investigation by the manufacturer for physical evaluation. A visual examination of the returned sample found the arterial and venous lines to be acceptable. The venous and arterial patient end connectors were examined and no defects were identified. A dimensional analysis of the male conical fittings of the venous and arterial patient connectors was performed; the dimensional checks were within the acceptable range. The device was then tested using a 2008t hemodialysis machine for simulated use. During the simulated use test, there were no observations of a disconnection or leak from the patient venous and arterial connectors to fistula. No air bubbles occurred in the system. Additionally, no leaks, level variations of venous and arterial chambers, or any alarms were generated during the simulated use testing. The device worked as intended with no noted abnormalities and no defects were identified. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was not able to confirm the failure mode. The reported defect of connector leak was not confirmed. The complaint device was returned for analysis and the evaluation confirmed that the device functioned fully as designed and met specification.

Manufacturer narrative:
(B)(4). The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility reported that a blood leak occurred during the first ten minutes of a patient's hemodialysis (hd) treatment. The bloodline became separated from the needle. No bloodline damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 100ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient discontinued treatment, set-up with a new bloodline, and then continued with the hd treatment. The patient therapy was successfully completed with no further issues. No machine alarms were generated prior to or after the separation occurred. No malfunction alleged, identified, or observed against the 2008k hemodialysis (hd) machine. A request was made to the user facility for the return of the bloodline complaint device to the manufacturer for physical evaluation, however, to date, the device has not been made available for investigation.